Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the pyxis application is currently frozen on the message indicating "windows updates in progress." A field service engineer successfully reimaged the hard drive, configured a remote support service, and set up windows server update services to synchronize the server in order to resolve the issue. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported when using the pyxis medstation es system, unable to initiate the windows operating system. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.